Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (power cable issue) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that an ophthalmic console get stuck when touching the power cord. Procedure details and patient impact were not reported. Additional information has been requested. Additional information received clarifying that the event happened before cataract surgery and the surgery was completed after replacing the power code.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).